Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Manufacturer narrative:
This device has been returned for analysis. Upon completion of the analysis, this event will be updated.

Event description:
Boston scientific crm received information that during a follow up visit, it was noted this implantable cardioverter defibrillator (ICD) device had reached end of life (eol) four months earlier. There was concern that the battery had depleted more rapidly than expected. All lead measurements were within normal limits. A device replacement will be replaced in the near future. No adverse patient effects were reported.

Manufacturer narrative:
When the device has been removed and returned, analysis will be performed and this event will be updated.

Event description:
- -